Manufacturer narrative:
Additional information provided. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received; one month following lasik treatment the patient experienced blurry vision, dry eye, burning and epithelial basement membrane disorder of the right eye. Sodium chloride hypertonicity ophthalmic ointment was began at night along with artificial tears every two hours. Further information is being requested. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
Additional information provided. A review of the technical service onsite history showed no abnormalities that could have contributed to this event. The laser was successfully verified prior to treatment. Logfile review shows no abnormalities that could have contributed to reported event. All laser system functions were within specifications on this day. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. No UDI required as this device was out of production prior to the september 24, 2014 UDI regulation date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported a patient with a corneal abrasion of the right eye one day following lasik treatment. The surrounding epithelium is loose and shows edema. The patient reports pain, blurred vision and cant keep the eye open. A bandage contact lens was placed and the patient is to return to clinic in five days. Additional information has been requested.